Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a procedure performed on an unknown date. According to the complainant, 3 to 4 weeks post-implantation, the patient's won had resolved and the patient underwent removal of the stent. During the stent removal procedure, the physician noted that the proximal flange of the stent had eroded into the lining of the stomach and was overgrown with tissue. The physician removed the stent with forceps, as planned. There were no patient complications as a result of this event. The patient's condition was reported to be fine.